Event description:
Event description guidant received information that this pacemaker dependent patient was seen for a normal pacemaker follow-up. A threshold test was performed, non-capture was reported and the end test button was selected on the programmer touch screen. However, this did not stop the test and a second attempt was made to end the test by utilizing the touch screen. This was also unsuccessful. It was noted that the physician did not remove the telemetry wand in an attempt to stop the test and due to the absence of therapy during this time, the patient experienced a near-syncopal episode. The program button on the programmer was pushed and pacing resumed. The following day, the device was explanted and a new pacemaker was implanted on the right side due to a hematoma on the left side.